Event description:
Use of product ashley black fasciablaster caused hormonal issue which resulted in heavy bleeding and it was determined that I had developed uterine polyps. This required medical procedure to remove. Continue to use this device and again same effect as I again developed another uterine polyp and this one larger than first. Second medical procedure to remove. This was all a result of use on my abdomen area. Also created muscle breakdown on other areas of my body when used and now cannot get muscle back and appearance is awful now. This "device" is a scam and someone needs to stop ashley black from selling and causing more harm. There are groups on (B)(6) that other people who have been also "injured" by this device: fasciablaster negative effects.incident location: home/apartment/condominium. Product description: ashley black fasciablaster it is a device that you are to use on areas of your body to reduce fat and cellulite. Product category: personal care. Product type: grooming. Retailer: ashley black fasciablaster. Purchase date: (B)(6) 2015 this date is an estimate. The product was damaged before the incident: no. The product was modified before the incident: no. Explanation: sent messages via (B)(6) and she never responded. (B)(4).